Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 40 mg/dl and the insulin pump went into threshold suspend. Customer turned off the sensor feature while sleeping. He turned it on when waking up, calibrated and within 40 minutes the insulin pump suspended because the sensor was reading 60 mg/dl but his blood glucose value was 215 mg/dl. Customer turned the sensor off again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.